Event description:
The reporter stated the surgeon attempted to insert a +21.5 diopter collamer single piece lens, but the foam tip plunger broke in the injector prior to inserting the lens. There was no patient contact or injury. The facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Other (foam tip plunger broke in the injector).